Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Cement was injected into patient.

Event description:
Review of literature article found report of an event involving confidence vertebroplasty cement in which cement leaked into the patient's spinal canal followed by paraparesis. Article title: vertebroplasty ¿ "high viscosity cement versus low viscosity cement", authors s. Rapan, s. Jovanovic, g. Gulan, v. Boschi, v. Kolarevic, t. Dapic. Publication dec 2009 n=1: cement leakage into the spinal canal followed by paraparesis.